Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an unknown facial procedure on an unknown date and suture was used. Approximately 3 1/2 weeks post procedure, the patient presented with abscesses and granulomas on the suture site above the lip. Additional information has been requested.